Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was observed in a minicap transfer set (it was observed in the tubing close to the male patient connector). This was observed when unpacking the device in the operating room. The transfer set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a black particulate matter was identified on the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.